Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the rate/sense channel exhibited by this implantable defibrillation lead. The noise resulted in ventricular pacing inhibition. The lead was explanted, successfully replaced and returned to boston scientific for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.